Manufacturer narrative:
H6: investigation summary customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n fb7851). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd remote assistance communicated with the customer confirmed that the false positives are caused due to the temperature fluctuation. This is an unconfirmed failure of the bd product as the issue is caused due to the ambient temperatures. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device installed on 4/15/2019. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was due to the ambient temperatures. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. H3 other text : see h10.

Event description:
It was reported that while testing with bd bactec¿ fx, instrument bottom, packaged false positive results were obtained in drawer d. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: it was reported that false positives in drawer d.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd bactec¿ fx, instrument bottom, packaged false positive results were obtained in drawer d. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: it was reported that false positives in drawer d.